Event description:
I explicitly told my dr not to use filshie clips or any other foreign objects in my body during tubal ligation. She agreed, stating it was logical to fear them hurting or migrating. She said she was okay with cut, tie, and burning my tubes instead. Fast forward to surgery. She used them anyway. It has not stopped hurting for over a year and she tells me it is unrelated. Refuses to remove them even though I explicitly requested them never to be used at all. When I asked her why she used them despite agreeing not to. She said "don't worry, I put two on each side, so if one falls off there is another one there"; how horrifying, I have nightmares almost daily of her works. I cannot bend without excruciating pain. Dr (B)(6) at (B)(6) infirmary in (B)(6) did this to me.